Event description:
I had surgery in (B)(6) of 2012, to repair a hernia, which I had surgery to remove a surgical sponge the prior year from a surgery in 2007. No long after the surgery in 2012, I felt that the hernia came back and when it seemed to pop out, I have a burning sensation at the time. So now, when I cough or sneeze it pops out and burns. It feels bigger than what it was before the surgery. I do not have insurance to go back to the doctor that performed the surgery or any doctor for that matter. I am in a little pain after it pops out. They repaired it supposedly with mesh.